Event description:
The patient was revised due to loosening.

Manufacturer narrative:
Examination of the returned device finds nothing unusual of note to indicate product error. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.